Manufacturer narrative:
Additional information: it was not difficult to remove the protective sheath. It was not difficult to remove the stylet. The balloon was being used to pre-dilate the lesion. There were no issues noted during inflation of the device. The deflation issue happened after the first and only inflation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was received for analysis. The balloon was inflated on device return. Contrast was visible in the balloon. The proximal balloon bond/inflation lumen was necked. It was not possible to perform negative prep due to the condition of the proximal balloon bond/inflation lumen. It was not possible to perform deflation testing due to the condition of the proximal bond/ inflation lumen. Deformation was evident on the distal tip. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one euphora coronary balloon catheter to treat a mildly tortuous, mildly calcified lesion with 100% stenosis in the mid circumflex (cx) artery. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used. The balloon was being used to pre-fill. It was reported that balloon deflation difficulties occurred, and the device would not deflate at the lesion site. Removal difficulties were also reported following inflation as the balloon would not deflate. The device was able to be pulled out as it was small. The patient is alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.